Event description:
It was reported that after insertion the patient was transported to ICU when she developed emesis. As a result, the nurse sat her up in bed. The catheter ruptured. Blood was seen in catheter and was thought to have entered the cardiosave intra-aortic balloon pump (iabp). The iab catheter is being reported separately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Replaced pneumatic module. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
It was reported that after insertion the patient was transported to ICU when she developed emesis. As a result, the nurse sat her up in bed. The catheter ruptured. Blood was seen in catheter and was thought to have entered the cardiosave intra-aortic balloon pump (iabp). Related to balloon complaint: (B)(4). Medwatch report# 2248146-2023-00583.